Event description:
It was reported that during a hemicolectomy procedure there was breaking of the active blade. After the message 'relax pressure on blade' the surgeon has removed the device and out from the patient, the blade detached. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.